Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm neck was reported to be severely angulated. The left common iliac artery was aneurysmal and there was ectasia of the right common iliac artery. The left internal iliac artery had been previously coil embolized. The stent graft was deployed from the right side just below the renal arteries: however, the aneurysm neck remained angulated. The contralateral limb was then deployed without incident. Angiography demonstrated that the left limb was barely in the left external iliac artery; therefore, an extender cuff was placed in the left external iliac artery. It was reported that there was an endoleak at the proximal anastomosis because angulation of the neck had caused the stent graft to be deployed more distally than expected; therefore, a proximal extender cuff was placed. Angiography demonstrated that the proximal endoleak persisted, and that the stent graft had also partially occluded the right internal iliac artery. The physician reports that he was concerned about adequate pelvic circulation, and that the angulation of the aortic neck made it impossible to implant an additional proximal cuff that would provide an adequate seal without covering the renal arteries; therefore, the decision was made to convert the patient to open surgical aneurysm repair. The conversion procedure was successful. No clinical sequelae were reported, and the patient is reported to be fine.